Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor initially failed to pair with the ilet, which was addressed by toggling between sensors, restarting the ilet, and reentering the pairing code, after which pairing initiated; this reflects an intermittent communication failure involving the device's electrical/magnetic subsystem and antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure localized to the antenna/electrical communication path. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.